Event description:
It was reported that PICC is breaking and noticing leaking at the insertion. No impact known to the patient at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking in the catheters is confirmed and was determined to be use-related. Two 5 fr t/l powerpicc solo catheters were returned for evaluation. An initial visual observation of the returned catheters showed blood residues throughout the devices. Sample 1 was returned with a broken secur-a-cath device. Compression damage was observed along sample 1 just distal of the molded suture wings to the 3 cm depth marker. A longitudinal split was observed along sample 1 just distal of the 0 cm depth marker. Compression damage was observed along sample 2 just proximal of the 1 cm depth marker to the 3 cm depth marker. A circumferential kink was observed along sample 2 just distal to the molded suture wings. A longitudinal split was observed just distal to the molded suture wings at the circumferential split site along sample 2. A microscopic observation revealed each of the splits to have a granular fracture surface and sharp fracture edges. The splits for each of the returned devices were observed to extend in length more on the outside surface of the catheter than on the inside surface of the catheter. The splits were observed to be in the same location as the compression damage. Use of compression stylet securement devices is likely to have contributed to the failure of the device. This complaint will be recorded for future trending and monitoring purposes.